Event description:
Caster hinge r rv. Caster hinge l rv. 1/4-28 x 1, 625 bh c/s blk. Dealer claims caster hinges are getting stripped because the bolts are to shot and are not catching on hinge thread.